Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, olympus endoscopy support specialist (ess) visit, and the legal manufacturer's final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end, forceps elevator. Cfu: no growth. Bacterial identification: n/a. Sampling date: aug. 16, 2024. Sampling from: a/w channel. Cfu: no growth. Bacterial identification: n/a. Sampling date: aug. 16, 2024. Sampling from: biopsy/suction channel. Cfu: no growth. Bacterial identification: n/a. An olympus ess was onsite at the user facility on 01aug2024 where training was provided on correct reprocessing of the subject device. Trainees were able to perform the reprocessing procedure independently. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for an unspecified number colony forming units (cfus) of micrococcus luteus and streptococcus gordonii. The microorganisms was detected in the elevator/biopsy channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.